Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation which indicated oil gel globules in the serum. A total of 100 retained samples were visually inspected; however, no gel defect related to oil gel globules was found. Complaints for sample quality were not under statistical control for the month of november 2025, additional testing will be performed. Factors that may contribute to oil gel globule were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer's indicated failure mode, oil gel globule, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: oil gel globules via photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, 10 tubes contain oil gel globules after processing causing blockage of the instrument probe. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, 10 tubes contain oil gel globules after processing causing blockage of the instrument probe. There was no health impact or consequences reported.